Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6207537. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, situational analysis bddc-(B)(4) and CAPA (B)(4) have been opened to address elevated glucose levels associated with this device. (B)(4).

Event description:
It was reported that while using a minimed® pro-set® with bd flowsmart¿ technology, 24 in x 6 mm, a patient's blood glucose was high at 450 mg/dl. The patient indicated that when she removed the sets, ¿they were all bent." There were no reported issues with subcutaneous tissue, scar tissue, insertion method, adherence, or any other issues. The patient also reported having issues with two different sensors reading her blood glucose level with 100 point differences. There was no report of medical intervention for this incident.